Event description:
Upon aspiration of the sheath, while the cryoablation catheter was still in the sheath, air was aspirated and seemed to be coming through the sheath's valve. This occurred at the end of the case and product was not replaced. There was no patient injury.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The air aspiration has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.